Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A different model lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A different model lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited high thresholds. No additional adverse patient effects were reported.